Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the remote transmission it was observed that the implantable cardiac monitor was undersensing premature ventricular contractions (pvc¿s). It was noted that sensitivity is already at the most sensitive. The device is still in use. No patient complications have been reported as a result of this event.